Event description:
It was reported that the insulation sheath on the device was too short.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The shrunken sheath failure mode was confirmed on the device returned for evaluation. Upon visual inspection it was observed that the unit had the sheath recessed at the tip. The units showed signs of extensive use such as many multiple scratches on the sheath and faded logo and markings. This is indicative of repeated use and sterilization. There were no other observed anomalies. Functionality was tested and the unit operated satisfactorily. Dimensional inspection demonstrated the sheaths to have recessed from 1/16 to 2/16 of an inch. There were no discrepancies observed that could contribute to the reported condition. All manufacturing processes were completed according to applicable procedures. The root cause was determined to be normal wear because of use. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation sheath on the device was too short.